Event description:
It was reported that there was an alarm for tripping the line monitor restock/swap. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found cracked tank and front cover, noisy pump, corroded heater, outdated printed circuit board (pcb) power switch, bent microswitch, wear and tear damaged enclosure, block assembly, and line cord, functional inspection couldn't duplicate or confirm the report problem from the customer. The reported issue could not be confirmed. D4 UDI is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.